Event description:
Using an olympus turp set intraop, the ceramic tip of the sheath broke inside the pt's bladder during the procedure. Broken segment retrieved. Inspection was done on the piece prior to surgery and shown no signs of damage. Rep was contacted, there is no substitution for that piece.